Event description:
Discrepant low results. Pt on lovenox and pain medications. Difficulty obtaining sample. Four low readings: began receiving low inr readings since (B)(6) 2012: 1.5, 1.3, 1.5, 1.0. Doctor's office lab draw = 2.4. Thirty mins between testing. Inratio result out of range. Therapeutic range: 2.0-3.0.

Manufacturer narrative:
No data analysis was performed because pt was on lovenox. Lovenox is a class of antithrombotic agents known as low-molecular-weight heparins (lmwh). Per product user guide - limitations, "this test should not be used for pts on heparin therapy." This constitutes off-label use. Customer was milking the finger and took longer than 15 seconds to apply the sample. Per product user guide - precautions and warnings, "do not use repetitive pressure to collect the sample". Squeezing the fingerstick site excessively (milking) releases interstitial fluid and may cause inaccurate results. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. In-house therapeutic donor testing has been performed on reported lot 275622 on (B)(4) 2012. Results as follows: donor #215, inratio: 2.8, 2.8, 2.6, ref: 2.33, bias threshold: 1.33-3.33, %cv: 4.22. Donor #205, inratio: 2.8, 3.0, 3.0, ref: 2.95, bias threshold: 1.95-3.95, %cv: 3.94. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. No product was expected to be returned so retained products were used for investigation testing. Retained strip testing results met accuracy and precision criteria.(B)(4).